Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, there was bleeding from access sites (sg catheter and vascas) and from the oral cavity; however, the impella access site did not bleed. The amount of heparin in the purge liquid was reduced from 20u to 10u, and activated clotting time, 160, and bleeding decreased slightly. The patient was transfused (number of units unknown). In addition, hemolysis at p-9 after impella support was noted. The hemolysis disappeared when the support level was changed to p-7. The patient was successfully weaned off of support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. No clinical details provided were sufficient to determine a root cause. This report is being filed as part of a retrospective review of historical records.